Manufacturer narrative:
A boston scientific technical services consultant discussed the possibility of myopotential oversensing and/or a lead issue. The consultant also discussed the option of adjusting the sensitivity. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this noise was noted on the right ventricular (rv) channel. The noise was being oversensed which resulted in pacing inhibition of approximately two seconds. Noise has been observed in the past but this is the first time pacing inhibition was observed. They are unsure what the patient was doing at the time of the inhibition and the noise cannot be reproduced. All other lead measurements are normal.